Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported lumen could not be flushed properly and no blood flow was noted from the marker lumen was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instruction - the proglide instructions for use states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, it was not possible to flush the proglide device lumen properly prior to use and the device was inserted into the patient anatomy. There was no satisfying bloodflow and the marker lumen did not indicate blood flow. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the evar was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.